Event description:
It was reported that vessel injury occurred, requiring an additional device. A case study was reviewed for a patient who underwent endovascular therapy treatment for a chronic total occlusion in the right superficial femoral artery. The wire had partially passed through the edge of the blood vessel, but it was a clinical true lumen, and two eluvia devices were placed from the inlet. Imaging was performed immediately after the procedure which showed no issues; however, swelling of the right thigh was observed after the procedure. Therefore, imaging was repeated showing extravasation due to vascular injury from the midportion of the stent. A viabahn stent was placed and hemostasis was achieved.

Manufacturer narrative:
Detailed product and additional event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product and additional event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the eluvia device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that vessel injury occurred, requiring an additional device. A case study was reviewed for a patient who underwent endovascular therapy treatment for a chronic total occlusion in the right superficial femoral artery. The wire had partially passed through the edge of the blood vessel, but it was a clinical true lumen, and two eluvia devices were placed from the inlet. Imaging was performed immediately after the procedure which showed no issues; however, swelling of the right thigh was observed after the procedure. Therefore, imaging was repeated showing extravasation due to vascular injury from the midportion of the stent. A viabahn stent was placed and hemostasis was achieved.